Manufacturer narrative:
Sections with additional information as of 02-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from am fasting results obtained of 262, 195, 223 and 290 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-135 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 02/24/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 262 mg/dl, date: (B)(6) 2022, time: 5:39 am fasting. Result 2: 195 mg/dl, date: (B)(6) 2022, time: 9:20 am fasting. Result 3: 223 mg/dl, date: (B)(6) 2022, time: 8:40 am fasting. Result 4: 276 mg/dl, date: (B)(6) 2022, time: 8:34 pm fasting. Result 5: 290 mg/dl, date: (B)(6) 2022, time: 7:04 am fasting.